Event description:
The reporter contacted animas on (B)(4) 2012, alleging that the patient experienced elevated blood glucose levels (400mg/dl range) since waking up. The reporter indicated that the patient is experiencing mild signs and symptoms of hyperglycemia. The reporter indicated that the pump had lost power while they were sleeping. A review of the pump history showed that the pump alarmed with low and replace battery alarms; however, the patient did not hear the alarms. This report is being made based on the allegation that the patient experienced hyperglycemia related to not responding to low and replace battery alarms.

Manufacturer narrative:
Follow-up #1 date of submission 05/25/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A low battery alarm was confirmed at 4:09am on (B)(6) and a 'replace battery' alarm was confirmed at 7:35a on (B)(6) after the pump was rebooted several times. The pump booted up to the verify screen with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and electrical currents were found to be within specification. The "ezprime" operation was performed with no issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a review of the black box history showed that the time and date defaulted to factory settings after the pump was rebooted several times. There was a bt1 internal battery failure. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.